Event description:
The company received a medical report revealing that the patient experienced an infection. Treatment included third generation cephalosporin antibiotic. A surgical procedure was performed to include incision and drainage and a v-tube insertion. Advanced bionics is in the process of gathering more information; once more information is available, a supplement report will be submitted.